Manufacturer narrative:
This report is submitted on november 21, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced swelling and skin irritation at the implant site. Subsequently, the patient was treated with a topical steroid and topical antibiotics at the implant site (date not reported). The patient continues to be clinically managed by their healthcare provider.